Event description:
A customer reported "2205 sorter dropped cup, 4055 sorter z axis motor slippage detected and a grinding noise" on the aia-2000 analyzer. The customer performed an eject rack and an all-set-home, but the error reoccurred after a couple hours of running. A technical support specialist instructed the customer to power down and restart the analyzer. The analyzer was making a grinding noise and both errors persisted. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (hcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) was dispatched to address the reported event. The fse confirmed the error by attempting to power on the analyzer and the sorter was not able to initialize. After powering off the analyzer, the fse was unable to move the sorter picking assembly back to the home position freely. A test cup was stuck at the bottom of the analyzer, preventing the sorter assembly from returning to its home position. The fse removed the test cup and adjusted all alignments to the sorter cup picking assembly. The fse verified the resolution by running quality control without error and within acceptable range. No further action required by field service. The aia-2000 analyzer is functioning as expected. A complaint history review and service history review for similar complaints was performed for serial number (B)(6) from the install date (B)(6) 2024 through aware date may 01, 2025. There were no similar complaints identified during the search period. The aia-2000 operator's manual under appendix 4: error messages states the following: [2205] sorter dropped cup cause: the cup hold sensor (pressure switch) failed to detect a cup after the cup release operation was performed on the cup - tip lane or the stc lane. Sorter operation is suspended. Solution: open the sorter¿s door and remove the dropped cup. Close the sorter¿s door to resume assay. If this error occurs frequently, contact tosoh service center or local representatives. [4055] sorter z-axis motor slippage detected. Cause: the each-limit sensor detected slippage after sorter z-axis movement. Solution: contact tosoh service center or local representatives. The most probable cause of the reported event was due to a dropped test cup from the sorter assembly.